Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, five photos and one video was provided for review. The video shows an healthcare professional opening a carton of hemostar standard kit. The quantity mentioned on the box label is 5 (five). Only 4 (four) kits were noted to be present inside the carton. The manufacturing review states, complaint due to "missing kit" was confirmed, but the exact cause is unknown. According with the video evaluation performed at reynosa facility and visual evaluation performed by bdpi evaluator the following was concluded: visual inspection of the video showed the outer packaging of a 23 cm hemostar catheter, a person was observed counting the internal product of the box and it was observed that inside the box there were four kits instead of five as indicated on the label of the product box. Therefore, the investigation is confirmed for the reported missing component issue. However, the investigation is inconclusive for the reported manufacturing, packaging or shipping problem as the as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the package allegedly had one piece missed per package. It was further reported that there was damage noted in the package. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the package allegedly had one piece missed per package. It was further reported that allegedly there was damage noted in the package. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.